Manufacturer narrative:
Citation: van belle et al. Balloon-expandable versus self-expanding transcatheter aortic valve replacement: a propensity-matched comparison from the france-tavi registry. Circulation. 2019 nov 16. Doi: 10.1161/circulationaha.119.043785. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a propensity-matched comparison of balloon-expandable versus self-expanding transcatheter aortic valves used for transcatheter aortic valve implant (tavi). All data were collected from the (B)(6) registry between january 2013 to december 2015. The study population included 12,141 patients (predominantly female, mean age 83.5 years), 4,103 of which were implanted with a self-expanding medtronic corevalve or evolut r bioprosthetic valve (no serial numbers provided). During the follow-up with a median of 20 months, all-cause mortality occurred with 801 patients implanted with a balloon-expanding valve and with 899 patients implanted with a self-expanding valve. Deaths were classified as cardiovascular unless a clear non-cardiovascular cause was identified. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: moderate to severe aortic regurgitation and paravalvular leak, stroke, myocardial infarction, arrhythmia requiring permanent pacemaker implant, second valve implant, hospitalization for acute cardiac event or valve intervention. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.